Event description:
Philips received a complaint by the customer on the v60, indicating that while performing preventive maintenance, it was observed that there was a check vent: ovp circuit failed" (diagnostic code 1127) message that occurred. It was reported there was no patient involvement at the time the issue was discovered. The repair center tech replaced the motor control (mc) board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. No other abnormality was confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it has been confirmed unit did not meet product specifications. It was determined that the motor control board was the cause of the reported issue.

Manufacturer narrative:
E1: reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone #: (B)(6). Reporter phone #: (B)(6).